Manufacturer narrative:
Device eval results: this incident was identified during an audit of the svc notification database, and has been added to the complaint tracking system. As this incident was originally processed through the svc dept, the operations log is not available for review. B. Braun completed an eval of this pump per the procedure for pump returns. During this eval, the reported failure was reproduced, and it was determined that the main board had a loose part. The c2 coil was reinstalled and the pump was tested per the routine repair testing requirements. The pump met all final inspection criteria. This was determined to be an isolated event. The facility reported no pt injury related to this complaint. The pump was returned to the customer in (B)(4) 2010. Serial number history has shown that, as of (B)(4) 2011, this pump has not been involved in any further complaints.

Event description:
The pump was not infusing.